Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter would not inflate or balloon would not deflate in patient. Per customer follow up received via email on 28jun2024, it was reported that the defect was that the balloon would not deflate. While the nurse knew it was not protocolled to test the balloon prior to insertion, when removing the previous foley from the patient, the balloon would not deflate, and the line had to be cut and drained that way. Therefore, they felt it was safer to test the balloon prior to insertion. Per customer follow up received via email on 09jul2024, the same issue occurred once again in the foley catheter. This time, the nurse saved the device and they have it available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon of foley catheter would not inflate, or balloon would not deflate in patient. Per customer follow up received via email on 28jun2024, it was reported that the defect was that the balloon would not deflate. While the nurse knew it was not protocolled to test the balloon prior to insertion, when removing the previous foley from the patient, the balloon would not deflate, and the line had to be cut and drained that way. Therefore, they felt it was safer to test the balloon prior to insertion. Per customer follow up received via email on 09jul2024, the same issue occurred once again in the foley catheter. This time, the nurse saved the device and they have it available.